Event description:
A biotronik representative called stating that he could not interrogate this device. He attempted again to interrogate this device with another programmer without success. When the wand was placed over the device, no pacing response was noted. An attempt was made to reset the device without success. The last recorded interrogation showed that the battery voltage was 2.76 with reasonable pacing outputs. The patient stated that he had not had his device replaced. The representative was advised to have the device explanted after confirming that it is the protos in question. In 2006 the device was explanted, and replaced with another biotronik device. 6/9/2006 device returned to technical services.